Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's medtronic representative reported via email that the customer has been experiencing sensor issues, and that she has had two of them break in the serter and one that broke while it was in her abdomen. The customer's blood glucose at the time of incident is unknown. The customer herself could not be reached at the number provided on her file. No products were returned and three replacement sensors were shipped to the customer.